Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during deployment, the needle plunger was depressed before deploying the foot, which caused the suture to deploy abnormally. When the needle plunger was removed, no suture was present on the needles. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported needle plunger being depressed before deploying the foot, which caused the suture to deploy abnormally was confirmed. The analysis indicated the device was partially deployed with no tissue capture obtained as evidenced by the return of the suture loop in the suture bearing. This finding indicates the cuffs were captured to some degree to form the knot. The reported deployment of the needles before deploying the foot can cause the posterior needle to prematurely eject and may have affected the harvesting of the suture. The reported information confirms that the device was deployed out of sequence. The instructions for use (IFU) states under device placement to deploy the foot by lifting the lever (marked #1) on top of the handle, while maintaining device position deploy the needles by pushing on the plunger assembly (in the direction marked #2) on top of the handle. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.